Event description:
The device was reprogrammed to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch (ams) due to oversensing was observed. Additional information was requested and not yet received. The patient was in stable condition.